Event description:
Information received notes loss of ventricular capture and <200 ohms lead impedance in both configurations. The sense thresholds had risen to the pacer sensing limits. The patient complained of muscle stimulation around the pacer site. The device was subsequently replaced.